Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Additional information h10 evaluation., corrected data: d5 operator of device and h6 patient code.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-11.00%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Device arrived in good physical condition. Event log did not validate and confirm event of failed accuracy -11.10%. Test were done to duplicate report and the customers complaint was unable to be verified, as the pump with within the specification of +/-6%, with the limit control +/- 3% .no fault was found and action was taken for prevenative messures by replacing the expulser. Device passses all functional and delivery testing.

Event description:
Investigation results completed on cadd legacy 6400 pump. Summary in h 10